Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, fexofenadine hydrochloride (allegra), hydrocodone bitartrate;paracetamol (vicodin) and levothyroxine sodium (synthroid). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), complication of device insertion ("physician was unable to implant an essure device into her left fallopian tube"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("other injury(ies) or complication (s) please describe: mental fog"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), memory impairment ("forgetfulness"), abdominal pain ("abdomen pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, complication of device insertion, migraine, headache, fatigue, alopecia, feeling abnormal, irritable bowel syndrome, memory impairment, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, dysmenorrhoea, fatigue, feeling abnormal, headache, irritable bowel syndrome, memory impairment, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe menstruation pain and pelvic pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Lab data added. Concomitant medication added. Events : migraines, headaches, fatigue, hair loss, other injury(ies) or complication (s) please describe: mental fog, gastrointestinal or digestive system condition type: ibs, forgetfulness, abdomen pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain") and complication of device insertion ("physician was unable to implant an essure device into her left fallopina tube"). The patient was treated with surgery (underwent surgical procedure with removal of the essure in (B)(6) 2017.). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: over the next several months, plantiff sought treatment on multiple occasions for symptoms of severe menstruation pain and pelvic pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; on an unknown date: confirmed proper placement. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.